Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the device passed the test cut; however, the handle was damaged, the cutter was damaged, and a screw was missing from the ratchet. The handle, cutter and screw were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - UK.

Event description:
It was reported that the carrier was not engaging when we were using the handle, and there was a screw missing in the handle too. The event timing was during surgery. There is no harm or delay reported. Another device was used to complete the procedure. Another device was used to complete procedure. Due diligence is complete.